Event description:
Additional information received from the customer indicated there was no further medical intervention or treatment performed with the potential foreign body left in the patient's large intestine. The customer confirmed no further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d4, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. Upon checking the actual device, no abnormality was found. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following patient identifiers are linked : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a polypectomy procedure, after clipping and releasing the mucous membrane with a clip in the large intestine, a part that should have been left on the clip connector, remained on the side of the clip. The remaining part was not retrieved and the patient was placed under observation. There were no further reports of patient harm.